Event description:
Allegedly the post on the base component for the saddle had broken. The base component rotated about 180 degrees on the stem. A new 70mm base component and saddle were added to the existing link mp stem.

Manufacturer narrative:
The prosthesis was 11 years in situ. We will investigate the material of the broken base saddle component and check the device history record.